Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd smartsite closed male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that docetaxel leaked from the texium green end cap on part # 70001b-07t. Leak happened between texium and smart site tubing connection.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.